Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
This complaint is from the clinical study. The target lesion was the proximal left circumflex. The vessel was de novo, concentric, ostial and diffused. The vessel was moderately calcified but not flexed. The diameter of the vessel was 2.54mm and the lesion length was 14.32mm. Pre-procedure stenosis was 62%. Aha/acc classification of the vessel was a type c. It was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.0 x 15mm balloon at 9atm. Inflation time was unknown. A 3.0 x 18mm cypher (lot i0804048) was implanted at 12atm within 15 seconds at the target lesion. Post-dilation was conducted with a 3.0 x 15mm balloon at 16atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 18%. Ivus was conducted. There was no problem noted after the implant, the cypher was patent. Approximately three months later, the patient was found deceased at her home. An autopsy was not performed. Physician noted that the patient's heart function was very low and so the cause might be arrhythmia. There will be no further information available for this event.